Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect prolactin results for one female patient. The was repeated with higher results. The following data was provided: architect initial prolactin result processed on (B)(6) 2026 = <12.6 miu/l repeat result = 210 miu/l sample sent to another laboratory (method unknown) result = >200 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, field data review and a labeling review. Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. The trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 74400ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of architect prolactin reagents in the field was reviewed using data gathered from customers worldwide. The patient median result for the complaint lot was analyzed and found to be comparable to all other lots in the field and confirms no systemic issue for the lot. Based on this investigation, no systemic issue or deficiency with the architect prolactin reagent, lot number 74400ud00, was identified.

Event description:
The customer observed falsely depressed architect prolactin results for one female patient. The was repeated with higher results. The following data was provided: architect initial prolactin result processed on (B)(6) 2026 = <12.6 miu/l repeat result = 210 miu/l sample sent to another laboratory (method unknown) result = >200 miu/ml no impact to patient management was reported.